Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 425cc and had inadequate breast shape. The implants appeared tall and narrow, with excessive upper pole projection. The patient reported that she had been disappointed with this shape since immediately after implantation. The patient underwent explantation and replacement with allergan gel implants on (B)(6) 2019. There was slight, patchy thickening of the capsules, bilaterally. No deflation of the implants were reported. Upon explantation, it was noted that the left implant had black flecks floating inside the saline. Investigation is in progress. At 18 days post op, the patient was reported to be doing well. This is for the right side implant, see manufacturer report number 1645337-2019-08644 for contralateral prosthesis.

Manufacturer narrative:
On 1/20/2020, the product investigation was completed. Device investigation summary: a picture was provided by the customer and no apparent damage was observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/25/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).